Event description:
It was reported that non-sustained lead noise due to sensing latency on the far-field channel was observed via remote transmission. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.